Event description:
A customer call was received in 3/2003 in which the customer reported that a pt exam was renamed and saved using another pt's name. Both pts had the same last name and medical record number.